Event description:
It was reported that during a lap oseophago-gastrectomy procedure, hand piece error sounded on the generator. The device checked and the white tissue pad has split. No debris was left in the patient. Another same like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.